Event description:
Patient had a complication during esg (endoscopic sleeve gastroplasty) procedure. Patient received five endoscopic sutures with good gastric closure and appropriate gastric collapse. During the endo cinch of the last suture the anchor did not deploy appropriately and the metal part was stuck in the gastric tissue and did not release. After long-term one hour manipulation of the endoscope along with the cinch, the metal cover broke leaving the internal wire still attached. The decision was made to withdraw the scope and leave the metal wire embedded and to transfer the patient while still intubated to the or (operating room) for further manipulation and possible extraction of the wire.